Event description:
According to the reporter, during a laparoscopic pneumonectomy, there was no problem, the stapler and the loading unit worked well. However, 30 minutes after the procedure, when the patient was being transferred, a bleeding was noted. The patient had been brought back into the operating room and the surgeon was called. The surgeon opened the body again and noticed an enormous bleeding from the vestibulum perhaps out of the stapler line or close to it. The anatomy was not as clear as it should be because of the large blood loss. The patient had to be resuscitated and had to be given blood bags. Surgeon also had to sew over the stapler line (near the vestibulum). The surgical time was extended for 30 minutes or more and the patient hospitalization was extended as well. There was tissue damage, 500 cc or more blood loss and incision extension of more than 1 inch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that an unexpected bleeding occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pneumonectomy, there was no problem, the stapler and the loading unit worked well. However, 30 minutes after the procedure, when the patient was being transferred, a bleeding was noted. The patient had been brought back into the operating room and the surgeon was called. The surgeon opened the body again and noticed an enormous bleeding from the vestibulum out of tearing of the staple line from the three reloads. The anatomy was not as clear as it should be because of the large blood loss. The patient had to be resuscitated and had to be given blood bags. The surgeon also had to sew over the stapler line (near the vestibulum). The surgical time was extended for 30 minutes or more and the patient hospitalization was extended as well. There was tissue damage, 500 cc or more blood loss and incision extension of more than 1 inch. It was determined that patient had sternum osteosynthesis due to the resuscitation fracture and was admitted to the intensive care unit with plans to transfer to the no rmal station.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.